Manufacturer narrative:
(B)(4). Initial MDR e-submission. To date the device sample is not available. If the device sample becomes available, it will be forwarded on to the manufacturing site for evaluation and a follow up MDR e-submission will be submitted. Carefusion is the importer of record for this device. Due to this adverse event/serious injury, we will submit this initial MDR and send the 3500 form to the manufacturer (B)(4). (B)(4).

Event description:
On 7/14/16 carefusion sales representative met with the account and (B)(6) the director informed her of an incidence on the niv mask, part number niv043m. The mask was on a patient who was on the floor. The patient's family was helping the patient with drinking etc., and handled the mask by the elbow piece. The elbow at some point was disconnected which caused the v60 vent to start alarming as well as cause the patient to desaturate. The therapist (B)(6) came in to help and noticed the mask elbow disconnected. (B)(6) (both rt's) also came to assist with the problem and at that point changed out the mask and brought in a new v60. No patient harm was reported. The v60 was checked and it was reported with no issues.

Manufacturer narrative:
(B)(4). The sample was received from the customer and forwarded on to the manufacturing site for evaluation. The product sample that the customer returned did not include the elbow connector or silicone forehead pad. The components that were received were disassembled. Due to the disassembly of the product sample and missing components, the engineer investigating the reported issue found difficulty simulating the issue the customer experienced. The lot number for this product was not provided by the customer therefore a DHR review could not be completed. Due to incomplete device components being returned for evaluation, the root cause is undetermined.

Manufacturer narrative:
(B)(4). The returned mask did not contain the elbow connector, or silicone forehead pad. All components were disassembled. Therefor, engineering could not simulate the exact conditions the patient experienced. The investigation was completed using the returned components and utilizing retain samples. It was found that the dimension of the silicone piece which connects to the elbow was within product specifications. However, the hole on the silicone seal (when compared to the elbow connector) was found to be too large. This would allow for the disconnection of the elbow and the silicone seal when pushing or pulling with too much force. The dimension of the silicone seal was updated by the manufacturing facility and implemented on (B)(4) 2016.